Event description:
The account stated that discrepant hemoglobin (hgb) results were generated by the cd3200 sl analyzer. An initial sample (pre-surgery) was drawn at 5:55 and a hgb of 7.81 g/dl was generated. A sample (post surgery) was drawn at 10:30 and a hgb of 9.81 g/dl was generated. The initial sample was repeated and a hgb of 8.20 g/dl was generated. The second sample was repeated and was 9.53 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Field service was dispatched to the account and determined the analyzer needed calibration. A calibration was performed. In addition, the complaint analysis trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified. The cell-dyn 3200 system operator's manual rev. M, provides calibration information in section 6 for when to calibrate open and closed mode as well as open to closed mode calibration. This is the final report.